Manufacturer narrative:
Device evaluation: no material was returned, because the customer disposed it. The investigation was completed on september 26,2024 the device history records (DHR) have been checked and found to be according to the specification, valid at the time of production. The final root cause determination is not possible, as no product has been returned. An analysis of similar complaints on the same product code resulted in the most likely root cause, that the electrode got mechanically overloaded during application. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not returned for investigation. The investigation is not completed yet. The investigation results are pending. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that "the electrode fragmented during standard use to resect bladder tumor. A large fragment detached into the bladder. This was noticed and the fragment removed using endoscopic forceps". As the procedure had to be paused to remove the broken part, a report is required.